Event description:
On (B)(6)2026, it was reported by a sales representative via (B)(4) that an ar-9531 humeral impactor is cracked. And an ar-9545-t15-01 driver shaft is twisted. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.